Event description:
A 77-year-old male with past medical history of heart failure with mildly reduced ejection fraction, coronary artery disease status post non-stemi elevation myocardial infarction, complete heart block status post dual chamber pacemaker presenting with pacing induced cardiomyopathy. The patient was deemed to have high risk of opening the device pocket given infection risk. Thus, the patient agreed to a leadless left ventricular lead via wise ¿ crt system. Procedure details: patient was admitted for a staged wise-crt implantation procedure. Stage one was performed under general anesthesia and included placement of the crt-wise transmitter and generator/battery on (B)(6) 2026. Stage two was performed on (B)(6) 2026, under monitored anesthesia care. The wise-crt electrode was deployed into the mid ¿ septal wall with good pacing parameters. He tolerated the procedure well and was transferred to the intensive care unit for routine post-implantation monitoring. The following morning on (B)(6) 2026, during a routine post implant echocardiogram, the patient developed ventricular fibrillation cardiac arrest, resuscitation attempts failed and patient died. Wise electrode (B)(6) serial no and model m1000 patient harm occur= yes. Was this preventable? Potentially. The manufacturer IFU section 5.4 state the "potential concern" for ultrasound use and precautions. All listed precautions were met in a controlled setting. It is unclear if ventricular arrhythmias are a known complication of this device during use of ultrasound, specifically tte. Further device investigation ought to be obtained to identify further risk and develop guidance for clinicians.